Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that prior to procedure, atrial lead noise was observed prior to generator change. No programming changes were made and the lead was not replaced per physician discretion based on patient related factors. Lead remains implanted. Patient was stable.